Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch ultra mini meter was reading inaccurately high, compared to another meter (freestyle). The complaint was classified based on customer service representative (csr) documentation. The patient reported that the alleged inaccuracy started at least 2 months prior to her contacting lfs, alleging that she obtained inaccurately high blood glucose readings of ¿140, 141, and 252 mg/dl¿ with the subject meter compared to ¿132 mg/dl¿ on the other meter, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results falls out with lfs¿ criteria for accuracy. She reported that she manages her diabetes with insulin (self-adjuster) and in response to the alleged meter issue she had been increasing her medication. The patient alleged that after the meter issue began (unknown date/time), she developed symptoms of ¿sweaty, shakiness and blurred vision.¿ she denies receiving any treatment in response to the symptoms. During troubleshooting, the csr confirmed, the test strips had not expired, been open longer than the discard date and had been stored correctly (per owner¿s booklet recommendation). The reporter described the correct testing steps and the sample was taken from an approved sample site. The test strip vial was not noted to be cracked or broken. The csr noted the patient did not have control solution to test the subject meter. The products were requested back for evaluation and replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.